Event description:
The safety valve was leaking. The valve had to be changed. Neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
(B)(4). Upon carefusion's investigation, a follow up medwatch will be submitted.